Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. D4: lot field: unknown if the lot is 75015971 or 75178188. G2: foreign: japan.

Event description:
It was reported that during surgery, the unit had a foreign substance which looked like a piece of a rubber gloves inside of sterile tray when the nurse opened the package. There was no patient harm/injury. There was no medical intervention. There was a 0¿15 minute surgical delay while they prepared an alternative device. Due diligence is complete, no further information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The product was returned opened and removed from the tyvek tray. Visual examination of the returned product confirmed a large piece of blue debris was taped to the battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.